Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't draw the correct volume of blood. There wasn't enough draw".

Manufacturer narrative:
H6: investigation summary: bd received an actual used customer sample and 6 photos from the customer for this investigation. The used sample confirmed the tube contained about 0.8 ml of blood. A re-draw test was conducted but, there was no additional drawing observed and no defect was observed on the tube visually. Additionally, 10 production lot in-house retention tubes for both lots were inspected with 0 visible defects. Functional testing was performed at the manufacturing site on the retention tubes and the indicated failure mode of underfill was not observed as all tubes were within specification limits and requirements for lot release were met. Bd was able to confirm the customer¿s indicated failure mode with the photos and testing of the sample however, the indicated failure could not be duplicated in the retention testing. The exact cause for the underfilling of the tube could not be determined. The device history records were reviewed on both lots with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tubes there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't draw the correct volume of blood. There wasn't enough draw."